Event description:
An affiliate reported that the luer lock syringe was incompatable with the 5f infinity im 100cm catheters. The catheters and syringe samples will be returned.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00957, 9616099-2009-00959, 9616099-2009-00960, 9616099-2009-00961. Return of the device for analysis is anticipated, but the device has not yet been returned. Additional info will be submitted within 30 days of receipt.